Event description:
It was reported "when the customer pulled the device out the needle did not safety. The needle and wire came all the way through safety device and did not engage."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1566 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism was confirmed but the cause is unknown. A photograph of the implicated 10cm powerglide pro deployment device was returned for evaluation of this complaint. The catheter had previously been deployed off of the deployment device. The passive needle safety mechanism was fully detached from the needle and appeared to have been removed with the blood control mechanism. Possible contributing factors could include a damaged or defective needle or safety mechanism. Microscopic examination, functional testing, and dimensional analysis could not be conducted without the physical sample. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Therefore, the exact root cause could not be determined. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "when the customer pulled the device out the needle did not safety. The needle and wire came all the way through safety device and did not engage."